Event description:
It was reported that during a low anterior resection procedure the stapler was fired and surgeon was unable to remove device easily. When it was removed, posterior portion of anastamosis was compromised. Case completed. The patient lost an additional 4cm of rectum, however, the next anastomosis was successful and the patient has gone home without issues.

Manufacturer narrative:
(B)(4).information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided: was the case done open or laparoscopically? Unknown. After firing was the adjusting knob turned ½ to ¾ revolution? Yes. Was the device rotated 90 degrees in both direction to ensure the anvil was free from the tissue? Yes. What was the appearance of the donuts? Donuts were not inspected as anastomosis was torn. Were all tissue layers present in the donuts? Na. Was there a leak in the anastomosis? Yes. What confirmation was received that the device was fully fired? ¿crunch¿ of washer. What was the condition of the tissue? Torn. Were there staples seen in the staple line? Yes. Who fired the device? Surgical fellow. Who removed the device? Surgical fellow. Was the safety reset prior to removal? Yes. Was the person who used the device trained? Yes.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.